Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 560 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of high blood glucose; customer had difficulty breathing. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues; and settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back with tubing clamp and insulin pump passed high pressure test.